Event description:
Champion af study. It was reported that there was a device related thrombus. Prior to the procedure, aspirin and dabigatran were administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 27.5 mm. The patient was discharged on rivaroxaban (20 mg/day). 179 days post procedure the patient had a follow up transesophageal echocardiogram (tee) procedure. The tee images showed that the patient had a left ventricular ejection fraction of 25%, a 2.8 mm of peridevice leak with a laminar, non-mobile thrombus with maximum area of 2.1 cm2 on the atrial facing surface of the closure device. At the time of the event, the patient was on aspirin (81 mg/day). The physician started the patient on rivaroxaban (20 mg/day) to treat the thrombus.